Manufacturer narrative:
Product event summary: the device was returned and analyzed. The analysis performed revealed no anomalies were found.

Event description:
It was reported that the patient developed an infection. The device and leads were removed and not replaced at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 5086mri, implantable pacing lead, implanted: (B)(6) 2013, explanted: (B)(6) 2013; product ID 5086mri, implantable pacing lead, implanted: (B)(6) 2013, explanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.